Event description:
Healthcare professional reported right side capsular contracture, baker grade ii. Healthcare professional reported " ¿medium intensity pain for several months. Capsular contracture on ultrasound, clinically grade ii contracture. Grade of capsular contracture in the right side: ii, thickening of the capsule-elastomer complex measuring 3.7 mm (normal below 3.0 m), pain and capsular contracture¿ and ¿simple juxtaposed cyst measuring 0.6 cm and 0.6 cm located in the infero-lateral quadrant¿ - which is not device related. Third party lawyer reported "the recall was mentioned." "Patient began to suffer from pain in breasts, which even caused to limit physical activity." "The breast ultrasound, carried out , found the presence of cysts in breasts, and that the implants were associated with ¿signs of capsular contracture¿. "The medical report issued on confirmed these findings, showing ¿grade iii contracture in the right breast¿ "it should be noted that the patient suffered from pain in the chest area due to problems resulting from the prostheses." "The doctor who attended found ¿high sensitivity in the nipples, imaging tests showing capsular contracture, stable nodule and cysts¿, as well as emphasizing that it would be essential ¿surgical treatment to resolve the condition, requiring replacement of the implants or breast explant¿. "The patient presented with clinical pain in the breasts, regardless of the phase of the menstrual cycle, limiting physical activity and increased sensitivity in the nipples, imaging tests showing capsular contracture, stable nodule and cyst." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.